Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery cap contact missing/damaged, no delivery/occlusion alarm. The customer reported no adverse event. The event involved product(s) mmt-397, mmt-332a, mmt-1880. Troubleshooting was performed. Customer reported insulin flow blocked alarm. Customer confirmed insulin did not exit during 5u fill cannula or pump alarmed. Customer reattempted load reservoir/fill tubing process after a complete set change and insulin did not exit or pump alarmed. Customer reported battery cap¿s metal contact missing/damaged. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. No product return is required for mmt-397. Mmt-332a was requested and customer response was the device will be returned. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump was received without a battery cap. Installed a battery cap and continued testing. The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarms during testing. The trace and history files were successfully downloaded using thump. A review of the pump history file reveals in november 2024 there were a total of fourteen (14) no delivery (insulin flow blocked) alarms, listed below: 11/14/2024 07:57:35 alarmalertnotification (40) faultnumber = no delivery (7) during a tubing fill delivery. 11/14/2024 07:58:34 alarmalertnotification (40) faultnumber = no delivery (7) during a tubing fill delivery. 11/16/2024 07:31:00 alarmalertnotification (40) faultnumber = no delivery (7) during a basal delivery. 11/18/2024 14:44:00 alarmalertnotification (40) faultnumber = no delivery (7) during a basal deliver. 11/18/2024 14:47:01 alarmalertnotification (40) faultnumber = no delivery (7) during a basal delivery. 11/18/2024 14:54:24 alarmalertnotification (40) faultnumber = no delivery (7) during a tubing fill delivery. 11/19/2024 08:45:02 alarmalertnotification (40) faultnumber = no delivery (7) during a tubing fill delivery. 11/22/2024 09:37:37 alarmalertnotification (40) faultnumber = no delivery (7) during a tubing fill delivery. 11/22/2024 09:42:15 alarmalertnotification (40) faultnumber = no delivery (7) during a tubing fill delivery. 11/22/2024 10:04:00 alarmalertnotification (40) faultnumber = no delivery (7) during a cannula fill delivery. 11/22/2024 10:05:01 alarmalertnotification (40) faultnumber = no delivery (7) during a basal delivery. 11/22/2024 10:06:01 alarmalertnotification (40) faultnumber = no delivery (7) during a basal delivery. 11/22/2024 10:07:01 alarmalertnotification (40) faultnumber = no delivery (7) during a basal delivery. 11/22/2024 10:08:01 alarmalertnotification (40) faultnumber = no delivery (7) during a basal delivery. The pump was cut open for visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, stained keypad overlay, cracked battery tube threads, and pillowing keypad overlay. Unable to verify battery cap damage due to the pump being received without a battery cap. Battery cap damage is unknown due to the pump being received without a battery cap. Insulin flow blocked alarm complaint is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.